Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clips were malformed when the device was fired. The case was converted to open, with longer incision and blood loss.